Event description:
Consumer reported: used product on blister on l lower leg near ankle. Cons felt the tape irritated the injury further where applied. Admitted to hosp for bacterial infection. Symptoms abated. Ref to hcp. Cons states she had a blister on left lower leg near ankle. Cons states she applied product on blister on left lower leg near ankle in 2006. Cons states when bandaid was removed, it pulled skin off where adhesive was. Cons states she continued to treat infected blister, hcp recommend she d/c use of bandaid and use gauze with tape. Cons states she used a johnson and johnson tape, not paper tape, for sensitive skin for eight days. Cons felt the tape irritated the injury further. Cons states she was admitted to the hosp for a bacterial infection. Cons states she rec'd IV therapy with antibiotics during her hosp admission. Cons states symptoms abated.

Manufacturer narrative:
Device records evaluated, no trends were identified. This report is considered closed unless add'l relevant info is rec'd.